Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the following: since (B)(6) 2016, the patient has had red itchy irritated skin reactions at multiple locations due to the sensor adhesive. Patient has not treated the rash. Customer support referred the patient to a health care provider for assessment. This complaint is being reported due to the allegation that the sensor adhesive caused skin reactions.